Event description:
Pt was being fed using a pump. 474 ml of an enteral feeding solution were hung, and the pump was set to deliver 50 ml/hr. 474 ml were delivered in 2 hours. Reporter stated formula came out of the pt's mouth and nose. Pt vomited. There was no illness, injury or medical intervention resulting from the event. One pt involved.